Manufacturer narrative:
(B)(4). (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately two years post-implantation due to the screw backing out and injury of the ligament. No additional patient consequences were reported.

Manufacturer narrative:
A photograph of the complaint sample was evaluated and the reported event was not confirmed. Visual inspection of pictures taken during decontamination process cannot provide any definite conclusions, however it appears the threads have been flattened and damaged. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.